Event description:
The clinician reports the implant was inserted (B)(6) 2026 in ada 12. On (B)(6) 2026, fracture of the implant was verified. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.